Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes returned to manufacturer: yes date returned to manufacturer: may 6, 2021 section h3. Device evaluated by manufacturer? Yes device evaluation: the product was returned in a plastic bag. Also, the implant notification card labels and dfu were received. Upon evaluation of the device all the components were correctly engaged, no assembly error and/or defect related to the manufacturing process was identified. The plunger was in a fully advanced position. Traces of lubricating material can be observed in the device. The lens was not received for evaluation; therefore, the reported issue could not be verified. Based in the analysis product quality deficiency was not identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight and ethnicity: unknown, information not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. There are no discrepancies found during the mrr (manufacturing record review). The search revealed one complaint from this production order number, however the reported issue is unrelated to this reported complaint and no product deficiency was identified in that case. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00 model intraocular lens(iol) had one haptic was missing, lens was inserted in the patient's right eye and had to be cut out, there is no lens to send back. Additional details received states that there was no injury and no medical/ surgical interventions such as incision enlargement, vitrectomy or sutures were required. Procedure was completed successfully using backup lens of same model but different diopter. No further information available.